Event description:
During a cervical procedure, the fiberoptics attached to the x-tube retraction system, which is part of the danek "radiance x" illumination system stopped functioning. When the case was finished, drapes were removed and a 1cm x 2cm area of skin appeared burned. The area appeared to match the size of a connection from the "radiance x". There was no burned area or even discoloration on the patient drapes. Physician inspected patient skin and ordered ointment and dressing to be appliedfollow-up with the site reporter reveals: the burn to the patient was minor, no degree was indicated by the surgeon, and as stated in the event ointment was applied. It is unclear what portion of the device caused the burn. Additionally, the site received the x-tube retraction system from the representative, excluding the light cord and the radiance-x integrated light source, which is part of, and completes the metrx system. There was no indication from the manufacturer that the facilty's standard light source, welch allyn, and storz light cord could not be used with the x-tube retraction system. Through further inqueries by the site reporter the manufacturer has indicated that a 100w light source and 5mm fiber optic cable should be used with the x-tube retraction system. The manufacturer did provide a written warning about this issue after the event.